Manufacturer narrative:
No samples were returned. The manufacturing plant has been closed. Retention samples were evaluated by co's gosport facility. Visual examination and straight pull tensile strength testing were conducted and all results were within specification. No other complaints have been received against this lot. Co's evaluation concluded that under normal circumstances of use, this suture should have performed satisfactorily.

Event description:
Customer reports, after completing an abdominal aneurysm repair, the pt presented with a ruptured abdominal wound seven hrs after the operation. On opening, the suture was found to have broken in two places. The pt was taken back to the operating theater for reclosure. The suture had broken with the proximal and distal knots intact.